Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture/deflation". This record is for the left side. Device was explanted and replaced.

Event description:
Explanted device was not manufactured by allergan. This record is no longer reportable to the FDA.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.3., g.1., g.2., h.6.